Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that as part of a review of subcutaneous implantable cardioverter defibrillator (sicd) latitude data for research and design-related activities, boston scientific engineers reviewed the device diagnostic data in the latitude nxt remote patient monitoring system database. This study was initiated to evaluate the potential for sicd devices to enter an unexpected state following an unsuccessful interrogation. If the device enters the unexpected state, the state persists until a telemetry session is established or a device reset occurs. While in this state, the device processing of sensed events may be delayed, resulting in inaccurate rr interval measurements and the potential for functional undersensing. It was reported in a review of stored data that this device entered into an unexpected state for 70.42 days. During this time, an internal measurement confirmed that the device consumed higher than normal current which impacted the device longevity by 246.85 days. It was suspected that the device sensing was disrupted for the duration of this event. Misalignment of the annotated markers and functional undersensing were observed in a stored af episode. The unexpected state was resolved on (B)(6) 2018. However, beep tones attributed to a bd error was ongoing in the latest available data on (B)(6) 2018. At the time of the event, the device continued to meet longevity expectations. However it is estimated that this device will fail to meet advamed longevity guidelines if beeping is not cleared by may 2024.

Event description:
It was reported that as part of a review of subcutaneous implantable cardioverter defibrillator (sicd) latitude data for research and design-related activities, boston scientific engineers reviewed the device diagnostic data in the latitude nxt remote patient monitoring system database. This study was initiated to evaluate the potential for sicd devices to enter an unexpected state following an unsuccessful interrogation. If the device enters the unexpected state, the state persists until a telemetry session is established or a device reset occurs. While in this state, the device processing of sensed events may be delayed, resulting in inaccurate rr interval measurements and the potential for functional undersensing. It was reported in a review of stored data that this device entered into an unexpected state for 70.42 days. During this time, an internal measurement confirmed that the device consumed higher than normal current which impacted the device longevity by 246.85 days. It was suspected that the device sensing was disrupted for the duration of this event. Misalignment of the annotated markers and functional undersensing were observed in a stored af episode. The unexpected state was resolved on (B)(6) 2018. However, beep tones attributed to a bd error was ongoing in the latest available data on (B)(6) 2018. At the time of the event, the device continued to meet longevity expectations. However it is estimated that this device will fail to meet advamed longevity guidelines if beeping is not cleared by may 2024.

Manufacturer narrative:
It was reported that this boston scientific field clinical representative contacted boston scientific technical service on (B)(6) 2019 to report that this device triggered a bd error. Stored data from the device was uploaded for analysis. The technical service consultant reported that this bd error predates the entries in the firmware log. The oldest firmware log was (B)(6) 2018. A review of the current voltage showed that the device has recovered and has been stable for 6 months. The boston scientific field clinical representative was contacted who reported that the device was not generating beeping tones upon interrogation and no tones were reported by the patient. The technical service consultant was informed that the error was cleared via the programmer. The information was sent via downloading all information but the code had been generated more than 6 months prior and an exact reason for the code was not able to be identified. From the physician's perspective, there were no allegations of premature battery depletion and there has been no discussion of device replacement. No invasive intervention has been planned.